Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had change sensor alert for 3 times and on removing sensor but it had no cannula. Customer's current blood glucose was 169mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. Product will not be return for analysis.